Event description:
The patient reportedly showed a change in his responses to sound in 2007. No communication between the programming software and the implant could be established during testing in the clinic one month later and 2 weeks after. Exchanging all external equipment after 3 days of testing did not resolve the problem. The device was explanted about 10 days after. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.